Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). E1 - address 1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image blackout. The issue occurred during reprocessing. There was no patient involvement.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: green image, water droplets inside the light guide lever glass, component failure of the distal end, cover glass and outer tube, light guide cover glass is chipped. Also, the insertion section is slightly dented. Based on the results of the investigation, a definitive route caused could not be identified. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.